Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. As 2 stents are suspected to be involved in this event a separate report has been submitted for each suspect device. Reference also report # 3001845648-2017-00556. This investigation deals with the restenosis of ziv6-35-125-6.0-60-ptx stent of lot number cf766313 noted on the (B)(6) 2016. The ziv6-35-125-6.0-60-ptx stent of lot number cf766313 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. It was stated by the originator in the complaint file that there are no images available for review. The patient had the following pre-existing conditions at the time of the procedure: hypertension, diabetes (type2), hypercholesterolemia, smoker there is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During percutaneous transluminal angioplasty (pta) and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however as no imaging was available at the time of investigation, a definitive root cause of this event cannot be determined at this time. It may be noted that the packaging insert lists restenosis of the stented artery as a known potential adverse event associated with placement of this device. On review of the information provided, there is no evidence to suggest that the user did not follow the packaging insert for this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has occurred previously with the lot number cf766313. However based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number cf766313. Pta was performed against this restenosis on the same day. The patient's condition was recovered. Complaints of this nature will continue to be monitored for any potential emerging trends.

Event description:
(B)(6) 2012 - two ptx stents below were placed in the right sfa of a male patient. Ziv6-35-125-6.0-40-ptx lot#c772688. Ziv6-35-125-6.0-60-ptx lot#cf766313. (B)(6) 2016 - restenosis in the stented lesion was confirmed. Pta was performed against this restenosis on the same day. (B)(6) 2016 - the patient's condition was recovered. As 2 stents are suspected to be involved in this event a separate report has been submitted for each suspect device. Reference also report # 3001845648-2017-00556.